Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient got severe back aches so they had the device removed. The patient had not had any back aches since having the device removed. There were no device issues reported, and no further patient complications reported at this time.